Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have retired the device from service and sent the unit for scrapping. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.